Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly while charging. The customer connected the pump to a power source, but the pump did not turn on. Customer's blood glucose level was "high"; exact value is unknown. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Additional information received on february 20, 2025. Customer reported that the pump shutdown due to the pump battery running out of charge. The customer continued to use pump for insulin therapy. Pump was functioning as intended with no issues.